Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported inflation issue and material rupture could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending coronary artery. A 4x28mm xience sierra stent delivery system (sds) was advanced without resistance. However, during inflation, a leak was noted from the stent balloon. The balloon partially inflated enough for the stent to deploy at the intended site. Standard post-dilatation was performed, and a 3.5x33mm xience sierra stent, which was planned prior, was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.